Event description:
It was reported that during a coronary vascular intervention procedure to treat a thrombotic lesion in the left anterior descending (lad) vessel, a perforation occurred. Reportedly, a lesion in lad #6 was initially treated successfully with the elca device. Upon visualizing the area via angiography, a thrombotic lesion was identified in lad #7. This lesion was then treated in the same way. Angiography then showed a perforation. The perforation was successfully treated with perfusion balloon catheter. The patient was transferred to ICU and outcome was good.